Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that there was dimming of image and the oredome on the main body side was about to come off. It was also noted that there was water-tightness failure from the adhesive part of the main body and from the adhesive part of the main body. There was also dullness/blur in the lens. Based on the results of the investigation, it is presumed that the image cannot be projected normally due to fogging in the lens, resulting in fogging of the image. Excessive stress was applied to the oredome on the body side, and it is assumed that the oredome on the body side is on the verge of falling off. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the camera head image was cloudy. The issue was found during pre-use inspection for an unknown therapeutic procedure and it was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, that the camera head image was cloudy. The issue was found during pre-use inspection for an unknown therapeutic procedure and it was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.